Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 05/28/2024, that on 05/25/2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient experienced a skin reaction with itching and a rash (hives) extending beyond the patch perimeter which occurred the day the sensor had been inserted into the arm. The patient experienced hives spreading from the arm to the chest and rib cage area. The patient consulted with her doctor on 05/28/2024 and was prescribed triamcinolone topical cream, oral montelukast, and oral prednisone. The patient was in good condition at the time of report. No additional event or patient information is available.